Event description:
Customer reported two false negative urine hcg results on two different pts. In 2009, a female had false negative results and a serum hcg quant result of 11.5. Specific gravity on the urine was 1.030.

Event description:
Customer reported two false negative urine hcg results on two different pts. Approximately 6 wks ago, a different pt was negative at 3' with a faint line at >3'. Urine was sent to hosp lab who got negative at 3' as well; serum quant was 30; specific gravity was low.

Manufacturer narrative:
Investigation: lot#(s): hcg8080032. Exp date(s): 07/2010. Control lot: 25miu/ml hcg urine, lot: hcg090107-03. 100miu/ml hcg urine, lot: hcg090521-01. 255.3iu/ml hcg urine, lot: hcg 090526-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. The 100miu/ml, 255.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. The retention devices meet qc specifications. No false negative result was observed; this complaint is not confirmed. Return 8 unused devices lot: hcg8080032 exp 2010/0. Return 1 vial return urine specimen (0.5 ml). Retention device, lot: hcg8080032 exp 2010/07. When running the 1 vial return urine specimen from customer with return and retention device (n=1/ea), all the specimen results were negative in urine at the 3 - minute read time. There was insufficient sample to perform hcg quant. Return urine specific gravity was 1.022 and ph was 5.0. From the complaint info, it is stated that hcg quant in serum sample was 11.5, so it is possible to get a negative result if the urine hcg level is lower than the cutoff (25miu/ml). Nothing abnormal found in batch review and the product #, product description and lot # was verified. No product deficiency was established.